Event description:
During ptca stent was inserted. Shaft of catheter broke leaving half of the cath in the artery. Pt c/o pain and sob. Balloon was inserted into the coronary artery and inflated to bring the shaft and guide out while being clamped. Pt chest pain decreased and stable. Ptca completed.